Event description:
It was reported that the patient experienced heart rates from thirty to forty beats per minute. It was also reported that the right ventricular (rv) lead exhibited oversensing and t-wave oversensing (twos) along with loss of capture on stored episodes. Increased short v-v interval counts were noted on the sensing integrity counter (sic) along with increasing impedance trend and high out of range impedance warning. Chronic low r waves was noted. Imaging confirmed lead dislodgement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5076-45 lead was implanted on (B)(6) 2011.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.